Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: the patient needed to be given an intravenous indwelling needle on november 6th due to his condition. In the morning of november 7th, he was infused with fluids, and it was found that there was fluid leakage from the connecting tube. The indwelling needle was removed immediately after discovery. After giving the patient psychological comfort, the patient expressed understanding, re-select other parts for puncture infusion.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0049484. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: the patient needed to be given an intravenous indwelling needle on november 6th due to his condition. In the morning of november 7th, he was infused with fluids, and it was found that there was fluid leakage from the connecting tube. The indwelling needle was removed immediately after discovery. After giving the patient psychological comfort, the patient expressed understanding, re-select other parts for puncture infusion.